Event description:
Evaluation revealed a misaligned display screen. Review of the pump history revealed multiple loss of prime warnings associated with zero force.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen. Review of the pump history revealed multiple loss of prime warnings associated with zero force. The force sensor pins were intact at the time of evaluation. The pump was primed and exercised successfully with no alarms occurring.